Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the buttons were not responding. The patient reported that the keypad and audio bolus button were intact. The patient reportedly wore the pump in an undergarment or in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the keypad. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the pump emitted a sleep error alarm during testing and the software was found to be corrupted. Also unrelated to the complaint the battery compartment was observed to be cracked during. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.